Event description:
It was reported that the atrial automatic threshold for this left ventricular (lv) lead was detected as greater than the programmed parameters during the left ventricular automatic threshold test (lvat) 1 week post implant. It was noted that the lv threshold was 5.0 volts during the most recent automatic threshold test, and the current presenting electrogram (egm) showed consistent loss of capture (loc). The information was provided to the physician and further review was recommended to assess lv pacing options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.